Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer was not practicing proper air removal technique. There was no impact to the customer¿s blood glucose level. Reportedly, the customer continued using the existing cartridge for insulin therapy.